Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach. According to the customer, when checking, the capsule was found on the tongue of the patient. There was a mark on the esophagus where the capsule should have stayed. The patient was not injured following the procedure.